Event description:
The customer reported that the system stopped fluoroing and there was no image on the monitor. A reboot did not fix the problem.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.